Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a journey ii cr lkg fem imp bumper left broke during impaction. Incident occurred during a tka. It is unknown how was the procedure finished. No delay was reported. No patient injury or other complications were reported.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. According to clinical/medical investigation, this case reports the impactor bumper broke while impacting. A photo of the device confirms the device broke into two pieces. Per complaint details, there was no patient injury or delay reported. Since no patient harm is alleged, no further clinical assessment is warranted at this time. The device was manufactured in 2016.a review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the lot. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. Case-2020-00033197-1